Event description:
It was reported that during an unknown surgical procedure the motor device was "leaking oil out of the hand piece". It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition was duplicated and confirmed. Evidence indicates this was due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly.